Event description:
It was reported the insulin pump alarmed motor error spontaneously. Customer stated she had an MRI scan but the device was in another room. The device was not dropped or bumped. Customer does not use the sensor feature. Customer's blood glucose was 10.2 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump failed displacement test and it alarmed motor error noted during rewind due to motor encoder out of phase. The device had cracked case on display window corners, minor scratches on the lcd window, cracked reservoir tube lip, and cracked battery tube threads.